Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05574. It was reported the pt was experiencing pain and discomfort at the lead and anchor site. During surgical intervention, the doctor re-anchored and repositioned the leads. The pt is doing well and the surgery site looks good. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.